Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they do "not feel well and isn't sure if the leadless implantable pulse generator (ipg) is functioning appropriately"...."hasn't been normal and struggling to get to bed and wake up in the morning"....feeling "under the weather and feeling groggy". The ipg remains in use. No further patient complications have been reported as a result of this event.